Event description:
The explanted devices were received by the manufacturer and underwent product analysis. Lead product analysis of the returned portions showed that the condition of the returned lead portion was consistent with those typical of implant procedures. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above cosmetic observations, typical wear, and explant related observations, no other anomalies were identified in the returned lead portion. Generator product analysis was also completed. Comprehensive electrical testing showed that the generator performed according to all functional specifications. During a review of the 25% change in impedance, it was noted that both the pre- and post-change impedance was high, and the date of change was after the date of explant. It is unknown when high impedance was first recorded and if it was prior to the patient's death. No issues with generator performance were noted. High impedance was reported in MFR report #1644487-2020-01537. No additional relevant information has been received to date.

Event description:
It was reported that the patient passed away. The direct cause of death is unknown, but it was reported that the patient had a seizure and then stopped breathing, her heart stopped, and she could not be resuscitated. The vns was explanted during the autopsy so the patient's body could be cremated. The suspect device has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.